Event description:
It was reported to physio-control that the customer's device could not be powered on. They tried with ac power and also with a new, charged battery, but the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. Physio-control will continue to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third-party service agent replaced the power module assembly (power supply assembly and power pcb assembly). After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device, nor the removed parts were returned to physio-control for further evaluation.